Event description:
Caller reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 220 mg/dl. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery.